Manufacturer narrative:
(B)(4). Concomitant medical devices: m / l taper g2 modular femoral stem press-fit plasma sprayed, item# 00771301100, lot 63161443; kinectiv modular neck, item# 00784803300, lot 63151229; bioloxâ® delta, ceramic femoral head, item# 00877503202, lot 2801912; tm shell porous with cluster holes, item# 00620205022, lot 63146874. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05135 and 0001822565-2018-05137. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain approximately 13 months post initial surgery.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device will be reported under different manufacturing site. Event will be reported in MFR 0002648920-2019-00315.

Event description:
Upon receipt of additional information it has been determined that the reported device will be reported under different manufacturing site. Event will be reported in MFR 0002648920-2019-00315.